Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been one other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
In performing a revision of patient's right hip on (B)(6) 2018, surgeon reported that patient had sustained a previous fall and dislocated previously (date unknown). The surgeon closed and reduced the patient.